Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to cuff tear. Additional details (including date of primary surgery and explant information) are unknown. The surgeon converted the anatomic to a reverse configuration. He implanted a ø24 baseplate, a ø36 centered glenosphere, ø36/+3 stability humeral cup.